Event description:
During system setup for a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio), the system's emergency stop button could not be engaged while checking the functionality of the burr. After a system reboot, the same issue was observed. The surgeon was informed prior to the surgery that the burr's functionality could not be confirmed during system setup. The surgeon decided, however, to proceed with the surgery. The burr operated correctly when used by the surgeon during the procedure. The procedure was completed successfully with the rio without any further issue.

Manufacturer narrative:
The system was evaluated by mako field service. The field service rep discovered that the back side of the emergency stop button had become separated. The connection was restored, and the rep ensured that the emergency stop button was intact and secure. The pre-surgery test, which is used to confirm system functionality prior to surgery, was successfully completed per the service manual. Upon further evaluation by mako surgical, it was determined that the emergency stop connector block may not have been snapped on fully during assembly and may have worked loose over time.